Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tension spring was stuck on rail housing. The field service engineer released spring to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer got stuck when the user was trying to access medication to patient. The customer added that this malfunction caused a 5-minute delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.